Event description:
It was initially reported on (B)(6) 2012 that the patient was unable to adjust their stimulation due to a "power on reset" (por) condition. The patient programmer displayed a "call your doctor" icon when the patient turned the implantable neurostimulator (ins) back on after turning it off to take a bath. The patient was able to clear the por and felt stimulation again. It was also noted that the patient had trouble using the patient programmer with the antenna and had to adjust stimulation without the antenna. The patient was eventually able to get the antenna to work. Additional information was received on (B)(4) 2012 that indicated the patient had no concerns regarding their therapy or device.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na, product type lead. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na, product type lead. Product ID 37743, serial # (B)(4), product type programmer.